Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross connect laac was selected for use. The procedure was being guided by intracardiac echocardiography (ice) imaging. On transeptal access, it was noted that the versacross connect and trusteer sheath was not clearly visible when physician tried to cross the septum. The versacross wire was not visible in the left atrium (la), therefore, the wire was retracted back and a second attempt was performed with same outcome. The third attempt was successful for crossing the septum and the wire was visibly seen in the la; the sheath was then advanced to the la. The transseptal location was inferior/mid, and was not confirmed by ice therefore entire system wasn't pushed forward. Patient had tortuous veins leading to ivc, and scoliosis. Upon device deployment, the blood pressure was noted to have dropped and an effusion was noted at right ventricular (rv). A pericardiocentesis was performed and 300ml of blood was withdrawn, protamine was administered following release of device. Multiple contrast injections were performed to access any perforation of the laa but none was seen. A repeat transthoracic echocardiogram (tte) was performed that showed improved condition and no new blood accumulation. The patient was sent to post anesthesia care unit (pacu) and another tte was performed that showed no new blood accumulation around the heart. The patient was kept overnight as precaution and discharged the following day. The patient was not under warfarin nor antiplatelet drug at the time of the event. In the physician opinion, the tsp access caused the effusion. The device is not expected to be returned for analysis (disposed).